Manufacturer narrative:
Conclusion: device investigation shows damage to the active electrode, as might be caused by an external mechanical impact. As no information has been received and no other device failure could be identified, it could be assumed that an external mechanical impact was the root cause for device failure. This is a combined initial and final report.

Event description:
An explanted device was received at hq with no device explantation report form. No previous complaint has been filed for this device. No further information has been received.